Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was intact and had residue. Under microscopic observation, fiber disturbance was noted throughout the matted tissue cuff and some areas were noted to be missing the tissue cuff material. The investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that three months and two days post dialysis catheter placement, the cuffs appeared papery with no fibrosis. It was further reported that catheter was allegedly came out from patient skin spontaneously. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that three months and two days post dialysis catheter placement, the cuffs appeared papery with no fibrosis. It was further reported that catheter was allegedly came out from patient skin spontaneously. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.